Event description:
On (B)(6) 2013, the patient contacted animas alleging that on the night of (B)(6) 2013, the infusion set was leaking at the luer lock, resulting in blood glucose (bg) of 576mg/dl with symptom of "not feeling herself." The patient stated that she changed supplies and her bg returned to normal range. The patient's bg at the time of the call to animas was reportedly 95mg/dl and the patient had resumed insulin pump therapy. During troubleshooting the patient admitted that at times she uses the site, set, and cartridge for more than three days, which is against the instructions for use. This complaint is being reported because the patient allegedly experienced hyperglycemia with misuse of the cartridge as a cause or contributor.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a reserved sample from the same lot number was tested. A visual inspection of the cartridge was performed with no damage or defects noted. A leak, force and fill test was performed with no failures each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.